Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while changing the sensor, it was not having needle. The customer¿s blood glucose level was 95 mg/dl. The customer reported that the needle was missing. The sensor will be returned for analysis.

Manufacturer narrative:
Please disregard the initial report as it was created in error.

Manufacturer narrative:
Inspected one opened and used sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened and used. Needle not broken only retracted inside needle hub nothing is broken at all. No picture needed.